Event description:
The report received from the field states that the product was opened and the stent was mounted on the balloon incorrectly. Product was not inserted into patient.

Manufacturer narrative:
The report received from the field states that the product was opened and the stent was mounted on the balloon incorrectly. The product was not inserted into the patient. No additional patient, lesion/vessel or procedural information was provided. Analysis of the returned device did not confirm the reported event. One non sterile catheter aviator 15.0mm x 70.0mm was received coiled inside a plastic bag. The balloon was not inflated. The stent was received mounted and aligned correctly with the marker bands. No other anomalies were observed in the returned device. The stent was review and found aligned correctly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer 'stent offset/out of position-prior to use' was not confirmed; since the stent was found aligned correctly. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.